Event description:
The device was used during an iieal j-pouch procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.